Event description:
Customer reported via phone call that they hospitalized due to high blood glucose on (B)(6) 2022. Customer's blood glucose level was 354 mg/dl at the time of hospitalization and current blood glucose level was 235 mg/dl. Customer had symptoms such as felt tired, too weak and headache. It was unknown that if the insulin pump was in auto mode at the time of the incident. No further patient complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.